Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 4 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch, there are no units in our stock. Received four closed samples. Tested the needle attachment of the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the OEM specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: croatia. Over the stitching of blood vessels the suture was broken at the joint with the needle.